Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Surgical intervention was performed to attempt to reposition the lead, however, repositioning was unsuccessful. The lead was explanted and replaced with no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. In regards to the field allegation of dislodgement, laboratory analysis could not confirm the dislodgement. The lead's j fixation was within specification, therefore we cannot confirm any manufacturing issues with the lead that would cause dislodgement. Lead damage was noted 565-575 millimeters from the terminal pin, which included deformed insulation and fractured anode conductor coils. This type of damage is consistent with entrapment in the clavicle/ first-rib region and most likely occurred after the lead was dislodged, as the fractures are further down on the lead than would be expected if the lead was in its original implanted position.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.